Manufacturer narrative:
Batch review performed on 14 october 2021: lot 2100103: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.

Event description:
At 17 days after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.